Event description:
It was reported that during unpacking for a percutaneous coronary intervention, foreign material was found on the stent. The 3.0 x 20mm liberte bare stent delivery system was unpacked and the physician noted a foreign material on the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the physician found foreign material on the stent during inserting the device, not upon unpacking.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the product mandrel and balloon protector. Magnified inspection of the stent revealed no foreign matter present. The balloon was tightly folded with the stent positioned 2mm past the distal end of the proximal markerband. The device was separated at the midshaft. The shaft had extensive damage to the distal outer and inner. The distal tip was stretched and damaged. The hypotube was kinked 37.5cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the balloon protector was measured at the distal and proximal ends meeting specifications. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).